Manufacturer narrative:
During troubleshooting on the phone with dario's representative, the user stated that her cartridge of strips is never open for more than thirty days. The user informed dario's representative that she was unable to continue troubleshooting at that time. At a later date, when dario's representative contacted the user again, she reported that she had opened a new cartridge of strips, and she was still receiving high bg readings. The user then stated that she was unable to troubleshoot during this phone call as well, so a new time to troubleshoot was set. Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report high and inconsistent blood glucose (bg) readings. The user reported receiving from her dario meter a bg reading of over 300 mg/dl after first receiving a lower bg reading, compared to a bg reading of 116 mg/dl that the user received from her older meter.